Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm portico ng/navitor valve was implanted using a large flexnav delivery system. Route of transcatheter aortic valve replacement (tavr) access was right transfemoral. A pre-implant balloon valvuloplasty was performed using a 22mm non-abbott balloon. The valve was re-sheathed once due to the initial position being too high. The valve was successfully implanted in the annulus. A post-implant balloon valvuloplasty was performed with a 22mm non-abbott balloon due to valve underexpansion. Patient's highest activated clotting time (act) during procedure was 345 seconds. The final transthoracic echocardiogram (tte) showed trivial paravalvular leak. The valve stent diameter on aortic side was 33.89, and valve stent diameter on annulus side was 22.52 mm. Distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 0mm. Distance from the left coronary cusp (lcc) to the ventricular end of the frame was 1mm. During a follow-up visit on (B)(6) 2022, a moderate perivalvular leak was discovered via tte, which was worse than the leak noted post-implant procedure. A diastolic murmur was also noted. Patient did not have any new or worsening symptoms of heart failure. The patient will follow-up again in 3 months to reassess symptoms and have a follow-up tte. The patient status was stable.

Manufacturer narrative:
An event of the perivalvular leak and diastolic murmur was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, " prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."

Event description:
N/a